Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient fell unconscious while wearing the pod between 36 and 48 hours on the abdomen. Emergency medical technicians (emt) were contacted and patient's brother performed cardiopulmonary resuscitation (CPR). Upon emt arrival, patient was said to have "flatlined" for 1 min and 35 seconds with a blood glucose (bg) of 19 mg/dl. Patient was administered 2 bags of glucose via intravenous therapy. Upon resuscitation, patient was monitored while eating peanut butter sandwiches and crackers. Within the same hour, patient's bg dipped into the 40 mg/dl range. Subsequently, emts ordered pod be removed, at which time insulin was seeing "spewing out" of the device. Patient was taken to the emergency room and admitted to the hospital for a period of 2 nights. It should be known that both emts and hospital staff felt the pod over delivered 80 units of insulin. Patient's basal delivery rate was lowered as a protective measure so this event does not recur. Pod is no longer available as it was discarded at the hospital.